Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the vessel locator wings, include, but not limited to, challenging anatomical conditions or user technique. Reportedly, the starclose device was used in a calcified artery. It should be noted that the starclose instructions for use (IFU), precautions section 6.0 states: do not deploy the clip in areas of calcified plaque. It is unknown if the patient calcification contributed to the reported difficulty splitting the sheath. As such, an in-service will not be required. It is unknown if the IFU deviation contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - patient selection.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with a starclose device using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, after deploying the clip, the vessel locator wings stayed open. The safety release mechanism was used for successful release of the device. The deployed clip did not achieve hemostasis; therefore, manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.